Manufacturer narrative:
Additional information was received that the explant procedure did not took place. It was also reported that the physician opened up the pocket site and realized there was no infection.

Event description:
A report was received that the patient had an infection at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The patient will undergo an explant procedure.